Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a gastric sleeve procedure. The reloads misfired and was unable to staple even after pressing the green button on the stapler. In order to resolve the issue, another reloads were used. Patient has no injury.